Event description:
Sorin group (B)(4) mitroflow division was notified on (B)(6) 2011 of a mitroflow valve (model 12a; size and s/n not currently available) that was explanted in (B)(6) 2011 for reported bioprosthetic aortic regurgitation. The valve was implanted in (B)(6) 2003. As reported, the mitroflow valve was explanted and was replaced with an edwards lifesciences magna ease bioprosthetic aortic valve. Reportedly, the pt did not come off of by-pass and died on the theatre table due to reported "biventricular failure." According to the field experience report form, the attending surgeon is not expressing a complaint with the quality and/or performance of the mitroflow valve.

Manufacturer narrative:
Device evaluated by MFR. No activity has occurred at this point because the device has not been returned for eval and the serial number has not yet been determined. Once the serial number is determined, a complete device history record review will be performed. Upon receipt of the device, an eval will be performed, including histopathological analysis by a reference lab. Addle details regarding the device (e.g date of MFR and expiry date) will be determined once the serial number is available.